Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The patient was noted to have hydration issues during the hot summer. The rv lead was found to have t-wave oversensing (twos) causing false positive lia. The lead was reprogrammed and continues to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.